Manufacturer narrative:
No product was received although a radiograph was provided confirming the alleged lock screw expulsions. The patient was reported to have followed post op activity instructions and had not experienced any falls or other accidents. It is unknown whether the backed out screws from a previous revision were reused or replaced. While a root cause for the issue could not be confirmed review of the information provided would identified a previous revision occurred for lock screw back outs and suggests possible thread damage incurred, rod interference or excessive loading as possible cause or contributors. No additional investigation can be completed. Label review "...potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "... All lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments..." "...cross connectors are designed specific to the rod diameter and cannot be used on the tapered section of tapered rods. If using cross connectors on tapered rods, only attach them on constant diameter rod sections. Care should be taken to insure that all components are ideally fixated prior to closure¿" "...single use/do not re-use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachables, and transmission of infectious agents..."

Event description:
On a unknown date the patient was reported to be hearing the sound of metal coming from his back. It was then discovered during a follow with his physician that two connector lock screws had completely expelled from the connector and were floating loosely in the patient. On a unknown date a revision occurred to address the loosened screws. During the revision the expelled lock screw were replaced. The patient is reported to be doing well post revision.